Event description:
MFR received a report from an attorney alleging a cane broke and resulted in various neurological injuries. Evaluation of the cane involved in this incident by the MFR has not been permitted.